Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately a shock to the patient. Furthermore, undersensing and high out of range shock impedance measurements were observed on the right ventricular channel. The shock put the patient into ventricular fibrillation and a second shock successfully converted the ventricular fibrillation. After further review of the episode it was observed that this device recorded a code 1005 indicative of an open circuit during shock delivery. The patient is being brought up for evaluation. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriately a shock to the patient. Furthermore, undersensing and high out of range shock impedance measurements were observed on the right ventricular channel. The shock put the patient into ventricular fibrillation and a second shock successfully converted the ventricular fibrillation. After further review of the episode it was observed that the device recorded a code 1005 indicative of an open circuit during shock delivery. The patient is being brought up for evaluation. This lead was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone e2: health professional? E3: occupation g2: report source h6: impact codes.